Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of cold insulin, and the insulin gauge displayed 70 units after the delivery of approximately 30 units of insulin. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.